Manufacturer narrative:
A ge service rep performed an onsite investigation. The main plug corrections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not power on (boot up). There is no report of death or serious injury associated with the complaint.